Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their lower aligner cutting their gums and causing pain. Provided warm water tip, use ada approved mouth rinses and/or salt water rinses for gum irritation and information on blanching.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.